Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the absence of no delivery alarm. The customer¿s blood glucose level was high at the time of the incident. Troubleshooting for the blood glucose was declined. It was reported that hp test when clamps are received. The insulin pump will not be returned for analysis.